Event description:
A patient was on zoll defibrillator during a code-blue. The patient was initially shocked at 150 and the zoll was recharged to 200. When the shock button was pushed, the zoll went back into the monitoring mode without delivering a shock to the patient. The zoll was recharged and another attempt was made to shock the patient and the same thing happened again.